Event description:
It was reported that stent damage occurred. Vascular access was obtained via brachial artery. The 80% stenosed, 12 mm x 3.3 mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. Pre-dilatation was performed with a 3.5 x 15 non-bsc balloon catheter resulting to 75% residual stenosis. Following pre-dilatation, a 16 x 3.50 rebel stent was advanced for treatment but was unable to cross the lesion. The device was removed and it was noted that the tip of stent itself was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.